Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072931.

Event description:
It was reported that during a spinal cord stimulation implant procedure, an attempt was made to perform intraoperative testing of the leads, however it was not able to be completed due to the patient not being cooperative while under anesthesia. During post-operative programming, the stimulation that was produced was not accurate to the patient's pain area. The patient underwent a revision procedure to re-position the leads.